Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: how long post-op did event occur? Can a timeline of event be provided?- unknown. How was the abscess treated?- unknown. Were cultures taken?- unknown. What is the radiologist¿s opinion of cause of abscess?- as per the radiologist, he felt he did too aggressive of an ablation regarding the time and number of probes. What is the current patient status?- unknown.

Event description:
It was reported that post-op to a kidney ablation procedure, the patient experienced a post-operative abscess. Additional treatment is currently unknown.